Event description:
A surgeon from biomet chile was on site for a plant tour and reported a fracture of an e-poly liner to a biomet research scientist. No other information was given. Multiple follow-up attempts to obtain additional information have been made, however, no further information has been received to date.

Event description:
It was reported that the device was explanted after implant duration of approximately 1.6 months. On 10/15/2009 (through follow-up with the health-care provider), it was learned that the device was explanted because the "repair result not satisfactory, decided to remove ring and replace the valve." No other details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via email), additional information was received. An operative report was requested, however, it was noted that it is unavailable. A device history record review is in process. Device not returned.